Manufacturer narrative:
The factory has not yet rec'd the device for eval, and this complaint remains under investigation. A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed to sync during cardioversion.